Event description:
A physician reported that he does not use johnson and johnson (jnj) multifocal intraocular lenses (iols). The jnj associate disclosed to the doctor that she is a jnj employee. The conversation started because her mother is planning on having cataract surgery. At the pre-operative visit the jnj employee asked the doctor if her mother is getting a monofocal or multifocal lens. The doctor explained that he does not use any johnson and johnson multifocal iols because they do not function appropriately. The doctor explained that approximately 10% of the multifocal surgeries require an explant and this is a high risk to the patient. Additionally, he does not use the optiblue lens because the iol is tinted yellow. Consequently, there is a possibility that the patient will lose the ability to identify the color blue. The doctor said that implanting the optiblue lens is like implanting sunglasses in a patient. Therefore, the possibility exists that the patient will start to lose the ability to focus at night. This may make it difficult to read at night or read the menu in a restaurant. The doctor said he does not have the serial number, model or patient information for these events and did not specify the symptoms the patients experienced. None of the product is available for return. The doctor asked the jnj employee and her mom to seek medical guidance from a different doctor. He also expressed that he was uncomfortable with the conversation and does not want to be contacted by johnson and johnson. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d1, brand name: unknown multifocal iol. Partial information provided due to the unknown serial number. Section d4, model and catalog number: unknown due to the unknown serial number. Section d4, serial number: unknown/no information section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted; give date: unknown/not provided. Section d6b if explant; give date: unknown/not provided. Section e1: email address: unknown/not provided. Section h3, device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has b.